Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient stopped responding to sound. No accident or injury has been reported, but swelling and redness over implant site was noted. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the information and measurements received, a severe external impact causing mechanical damage to the stimulator housing appears likely. However, a device investigation of the explanted device is necessary to determine a root cause of failure. Despite requested no further information has been received.

Event description:
The recipient stopped responding to sound with the device. No accident or injury has been reported, but swelling and redness over implant site was noted. Re-implantation is considered but no date has been scheduled yet. Despite several requests no additional information could be retrieved.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition the active electrode showed some damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
The recipient stopped responding to sound with the device. No accident or injury has been reported, but swelling and redness over implant site was noted. The user has been re-implanted on (B)(6) 2019. According to the device explantation report form the implant was broken into pieces.